Event description:
Initial surgery 2004. Preop diagnosis - progressive infantile iliopathic scoliosis. Procedure - posterior lateral lumbar fusion t3-l2 with instrumentation (stryker xia system with intergro putty). Pt developed infection 4 days postop. Infection treated with antibiotics - gentamicin, vancomycin, cipro.